Event description:
During routine testing of the device at the service center, the service technician reported the central control monitor was blank. The user reported the screen appeared again, but the display was faded. Since the event occurred during routine testing, there was no pt involvement during this event.